Event description:
It was reported that the ventilator's touchscreen had a fault. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) confirmed the reported issue. The customer declined service/ repair of the device.